Event description:
It was reported "the doctor found the luer hub damaged during used on the patient." Additional information reports "the luer hub was found cracked". The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned the blue venous hub from a connector assembly for analysis. Signs of use were observed. It was noted that the venous extension line was severed directly adjacent to the hub. Visual analysis revealed the blue venous luer hub contained a crack. Stress marks were also noted around the threads. Microscopic examination confirmed the damage. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. Based on the observed damage and the appearance of the point of separation on the line, it is assumed that the customer intentionally severed upon observing the crack. Visual analysis could not be performed on the rest of the connector assembly as it was not returned. The luer hub was attached to a lab inventory syringe. With the distal opening of the hub occluded, the hub was flushed. Despite the cracking, no abnormal leaks were observed. This indicates that the cracking only affects the outer surface of the hub. Performed per the IFU statement, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines , syringes and caps will reduce connector life and could lead to potential connector failure." The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the blue venous luer hub contained a crack that is consistent with overtightening or repeated tightening of the hubs. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found the luer hub damaged during used on the patient." Additional information reports "the luer hub was found cracked". The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".